Event description:
Boston scientific received information that upon interrogation, the patient¿s implantable cardioverter defibrillator (ICD) displayed fault code 1003 indicating voltage too low for projected remaining capacity and the patient had not received therapy with this device. Boston scientific technical services (ts) discussed about the fc1003 and suggested that device would need to be replaced. Health care professional (hcp) would discussed with the physician the option to send in save all to disk for analysis on urgency of change-out. The device remains in service. No adverse patient effects were reported. Additional information received from the local boston scientific field representative that the device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this ICD was thoroughly inspected and analyzed. External visual inspection of the device revealed no anomalies. Review of the device memory confirmed that fault code 1003 was recorded on (B)(6) 2013. Although the device memory diagnostics demonstrated that the daily battery voltage measurements displayed an irregular pattern of discharge, the battery voltage level at explant (3.073 volts) was sufficient to ensure therapy availability/delivery while the device was implanted. The device case was then opened to facilitate analysis of the internal components. The battery was separated from the other device electronics and the overall current draw of the circuitry was measured. A normal current drain was observed within the circuitry. Collectively, the pattern of irregular daily battery voltage measurements in conjunction with normal power levels and device hybrid current draw is consistent with behavior of devices where a latent current leakage path has occurred within the battery itself, resulting in a partial depletion of the battery.